Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and Product History Records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).

Event description:
A health care professional reported that during surgery, they noticed that the ball was off 1 leg. Procedure was completed on the same day. Lens remains implanted.Additional information has been requested and received stating that effected leg was a trailing haptic. There were no negative effects for the patient.